Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip ntw was advanced within the patient, it became entangled within significant chordal structure. Troubleshooting was preformed and the position was adjusted and successfully implanted medially on the posterior leaflets. A second mitraclip xt, was attempted to be placed centrally at posterior-2 (p2). The second clip was advanced into the left atrium and successfully independently grasped the posterior leaflet. There was challenges with grasping the anterior leaflet and getting it to sit flat due to the aorta hugger. Troubleshooting was preformed, and the clip interacted with the first clip causing a single leaflet detachment (slda) of the anterior leaflet for the first clip. The second clip was then able to be successfully implanted and the procedure was discontinued. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning (anatomy), incomplete coaptation, or device damaged by another device (dislodged). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning (anatomy) appears to be related to procedural conditions. The reported device damaged by another device and incomplete coaptation are related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.